Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The description alleges the patient underwent revision surgery; however, details of the surgery are not provided and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006: the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh. On (B)(6) 2011: the patient had unspecified injuries and underwent revision surgery. As reported, the patient is making a claim for an adverse patient outcome against the bard flat mesh. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The description alleges the patient underwent revision surgery; however, details of the surgery are not provided and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5 years and 3 months post implant of bard flat mesh, patient was diagnosed with hernia recurrence, abscess, inflammation, impaired healing, purulent discharge, fibrosis thereby underwent removal of mesh. The instructions-for-use supplied with the device lists inflammation and hernia recurrence as possible complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006: the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh. On (B)(6) 2011: the patient had unspecified injuries and underwent revision surgery. As reported, the patient is making a claim for an adverse patient outcome against the bard flat mesh. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: on (B)(6) 2006 - patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with implant of bard flat mesh. Per operative notes, "the hernia sac was identified and cleaned off. A bard flat mesh was cut to fit the floor of the wound." On (B)(6) 2011 - patient was diagnosed with draining mid abdominal wound thereby underwent open repair with the partial removal of mesh. Per operative notes, "a small pocket was encountered and some non-incorporated mesh was evident. The mesh along with some of the surrounding staples were removed." On (B)(6) 2011 - patient was diagnosed with nonhealing wound, ventral hernia thereby underwent open repair with removal of mesh. Per operative notes, "the old mesh was encountered and excised. In excising this, the abdominal wall fascia which was thin is also excised creating a ventral hernia about the size of a baseball." Attorney alleges that the patient had abscess, infections, hernia recurrence, pain and emotional injuries.